Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported a hypoglycemic event that while he was asleep at an assisted living facility. He awoke surrounded by five emergency medical teams (emts), who responded after his wife called for emergency assistance. The patient was found to be dehydrated, and emts administered IV fluids as part of the emergency care. He was then transported to a hospital, where he was observed for up to 10 hours and subsequently discharged the following day. During the call, the patient stated that his dexcom g7 device was working fine at the time, but he could not recall the glucose values displayed on the device as well as the bg values. He also did not confirm whether he received a low alert or alarm during the incident. Additionally, the patient was unable to recall any other medications administered during his hospital stay. The 09/06 incident involved a serious hypoglycemic episode, but the issue was not definitively linked to a missed alert, reading error, or device failure. The patient¿s dexcom was reportedly functioning, but lack of alert confirmation and missing data leaves the exact cause undetermined. No other details were documented. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported a hypoglycemic event that while he was asleep at an assisted living facility. He awoke surrounded by five emergency medical teams (emts), who responded after his wife called for emergency assistance. The patient was found to be dehydrated, and emts administered IV fluids as part of the emergency care. He was then transported to a hospital, where he was observed for up to 10 hours and subsequently discharged the following day. During the call, the patient stated that his dexcom g7 device was working fine at the time, but he could not recall the glucose values displayed on the device as well as the bg values. He also did not confirm whether he received a low alert or alarm during the incident. Additionally, the patient was unable to recall any other medications administered during his hospital stay. The 09/06 incident involved a serious hypoglycemic episode, but the issue was not definitively linked to a missed alert, reading error, or device failure. The patient¿s dexcom was reportedly functioning, but lack of alert confirmation and missing data leaves the exact cause undetermined. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.